Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reportedly experienced three separate incidents of kinked cannula, all occurring since (B)(6) 2025. These events took place while the infusion set was in use, specifically within 4 to 6 hours of insertion. The insertion site for the cannula was located on the patient's abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.